Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was evaluated at olympus medical systems corp. (Omsc). As a result of the evaluation, the following was confirmed. -there were no visible defects on the appearance of the device. -the device was inspected in combination with the monitor amm215wtd owned by the user facility and the reported event was not reproduced. -when the device was connected and operated according to the instruction manual, there were no abnormalities. The exact cause of the reported event could not be conclusively determined. Based on the following investigation results, omsc could not determine if the reported event was caused by a device malfunction. -the device was continuously run and boot tested in combination with the monitor amm215wtd, but the reported event was not reproduced. -there was no problem with the device. -omsc reviewed the manufacturing history and confirmed that there were no manufacturing abnormalities or corrections. The device had no repair history. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device is planned to be returned to omsc but has not been returned yet. According to the information provided by the user, the power was taken from the ceiling outlet, and only the video system otv-sc2, the monitor amm215wtd and the light source were on the video tower. An olympus representative received the report from the user on october 6 and visited the user facility on october 7, but the reported phenomenon could not be reproduced. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the procedure, the monitor screen gradually disappeared and turned black. The doctor completed the procedure with the device without looking at the monitor screen, because it was a procedure using a culpascope. The olympus culposcope ocs-500 and light source clh-sc used in combination with the device were operating normally when the reported phenomenon occurred. The device was also used in combination with the olympus monitor amm215wtd and the power isolator mb-631. In addition, in preparation for use, the user checked the lighting of the lamp and the output of the endoscopic image, and the user started the procedure with everything running without issues. This reported phenomenon occurred during the procedure performed on (B)(6), but the user completed the procedure with the device. The reported phenomenon did not occur every time, and no malfunction occurred on october 14th. There was no report of patient injury associated with the event. This report reports a malfunction during the procedure performed on (B)(6).